Manufacturer narrative:
The insulin pump was received with a blank display due to battery tube connector which was not plugged in properly. The insulin pump was received with minor scratched display window, and a cracked reservoir tube lip.

Event description:
It was reported the customer received a blank display on their insulin pump. Customer's blood glucose was 8.2 mmol/l. It was also found the customer had cracks around the battery compartment. The customer was advised their insulin pump needed to replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).